Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty component on the radio frequency board. Unable to test the minilink transmitter and blood glucose meter due to a64 alarm. However, the insulin pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump was received with minor scratched display window.

Event description:
It was reported that the insulin pump had no connection to the sensor or the blood glucose meter. The caller did not know the blood glucose reading. It was also reported that the insulin pump showed an error alarm in its alarm history. Advised replacement of the insulin pump. Nothing further reported.